Manufacturer narrative:
Reference: voluntary medwatch report # mw5152633.

Event description:
Voluntary medwatch received states the patient presented with inappropriate mode switch caused by over-sensing exhibited by the right atrial lead. No further information was available.